Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, ensuring there was no adverse impact. Technical support provided the customer with information on how to reset the pump and assisted with the reset. The malfunction code did not reappear, and the customer was informed to continue using the pump, with instructions to report any recurring issues.